Event description:
Pump was returned for servicing with vague note stating "unit turns on and off without intervention". The pump was sent to spd from nursing who in turn sent it in for servicing. There was no pt injury associated with this report, because, according to the biomed, if there were injury associated with this report, the pump would have been sent to biomed instead of spd prior to being returned for service. Writer will continue to attempt to follow-up with customer in attempt to gain additional details regarding report.